Event description:
Per the clinic, the patient was hospitalized (date and duration not reported) due to vertigo with and without device use.

Manufacturer narrative:
Correction: it was confirmed that the implanted device did not contribute to the hospitalisation reported in the initial MDR on june 12, 2015. No serious injury nor device malfunction has occurred. This report is filed on june 16, 2015. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.